Event description:
The customer reported that the left monitor displayed communication error messages. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the right monitor, left monitor, and video controller. The system operates as intended.